Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported a cart that says "reservoir full" when hooked up to evac even though reservoir isn¿t full. This occurred in both cylinders. Additionally, the receiver would not connect to the cart. The event timing was during cleaning. There was no harm to the patient. No adverse events were reported as a result of this malfunction.